Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the asymptomatic patient was seen in clinic on (B)(6) 2017 were it was noted that there were records of 149 ventricular high-rate episodes stored on the patient¿s device. The episodes were triggered inappropriately from noise artifact on the v sense amp channel as conveyed by the right ventricular lead. On (B)(6) 2017 the patient presented to the operating room for a right ventricular lead revision. During the procedure, when the physician disconnected and tested the lead it was noted the lead was without any issue. However, the physician noted that tightening down the setscrew on the header took twice as many revolutions as loosening the setscrew, and therefore suspected a loosened setscrew as the cause of the right ventricular noise detection. As such, the physician replaced the patient¿s pacemaker. The patient was stable before, during and after the procedure.